Event description:
Surgery was performed in 2002 and the handle retaining pin was broken off the instrument and missing during surgery. X-ray's were taken to find the pin within the pt and could not be found.